Manufacturer narrative:
H3 other text : remote support provided.

Event description:
Philips received a complaint on the efficia dfm100 defibrillator monitor indicating that the battery failed. There was reportedly no patient involvement. This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. It was determined that this was a malfunction of the dfm100 lithium ion battery in which the rse placed an order to resolve. The device remains at the customer's site. No further action is warranted at this time.